Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date unknown). A new abutment was placed on a sleeper fixture and the patient was reimplanted with a new sleeper fixture, on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.